Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Examination of the valve hub did not find any abnormalities or defects that indicated an existing damage on the component. Inspection of the hemostatic valves found both valves torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. These defects would have caused visible air bubbles/air ingression into the sheath and its interfacing device(s), resulting in the occurrence of this event.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath was selected for use. The faradrive sheath was prepped on the back table. The sheath was inserted into the patient over the wire and ransseptal puncture was successfully achieved, when the physician aspirated the faradrive sheath after removing the dilator, lots of air came back into the syringe. It was also observed that the hub of sheath broke. A new sheath was given and the procedure carried on successfully. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath was selected for use. The faradrive sheath was prepped on the back table. The sheath was inserted into the patient over the wire and ransseptal puncture was successfully achieved, when the physician aspirated the faradrive sheath after removing the dilator, lots of air came back into the syringe. It was also observed that the hub of sheath broke. A new sheath was given and the procedure carried on successfully. The device has been received at boston scientific post market laboratory where it's waiting for analysis.